Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient experienced sustained ventricular arrhythmia requiring defibrillation or cardioversion on (B)(6) 2024 and was admitted. The patient received a cardiac catheterization which found that central venous pressure (cvp) was 6 millimeters of mercury (mmhg), pulmonary artery (pa) systolic pressure was 20 mmhg, pa diastolic pressure was 11 mmhg, pulmonary artery wedge pressure (pcw) was 8 mmhg, and cardiac output was 5.0 liters per minute. The patient experienced sustained ventricular arrhythmia requiring defibrillation or cardioversion on (B)(6) 2024. The patient also received medical treatment by internal medication and phototherapy. Multiple requests for additional information regarding this event were submitted to the account; however, the hospital communicated that no additional information related to the event will be provided. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced sustained ventricular arrhythmia requiring defibrillation or cardioversion, medication, and phototherapy. A cardiac catheterization was performed.

Manufacturer narrative:
A4 - patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.